Event description:
The customer received a blood glucose reading of 196mg/dl on the contour next ez, re-tested on the contour and then a different meter. The respective readings were 84 and 85mg/dl.. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant no adverse event was alleged. Product was not expected to be returned for evaluation. Replacement test strips and meter were sent to the customer.